Event description:
Report received of infusion pumps alarming with proximal occlusion cassette alarms. It was reported that a full-term pt was receiving an unspecified dose of pitocin for labor augmentation at a rate of 6 cc/hr. The rn reported that she set up the pump, started the infusion, and left the room. The pump then started alarming for occlusion. The rn reported that she did the usual troubleshooting for the alarm condition, however; the pump continued to alarm even after many attempts to correct the problem. The nurse reported that after she "played" with the tubing set, the pump then began to sound cassette alarms. It was reported that after approximately twenty-five minutes, the tubing set was changed, and the infusion was resumed. There was also a report of add'l undocumented number of undocumented incidences of proximal occlusion alarms. There were no adverse pt events reported. Though requested, no add'l info was available.